Event description:
Pt was hospitalized in march with diabetic ketoacidosis after experiencing high blood glucose levels, nausea and vomiting. Had previously interrupted 10 unit bolus after only o.1 unit had been infused.